Manufacturer narrative:
Patient age unknown/not provided. Patient sex unknown/not provided. Patient weight unknown/not provided. Lot number unknown/not provided. Expiration date unknown/not provided. (B)(4).

Event description:
It was reported that the healing abutment (B)(4) was placed at the time of implant placement, was removed when taking an impression for a crown and when it was attempted to be replaced it would not seat. A different healing abutment was placed at the same time. The implant remains intact. There was no injury or impact to the patient.

Manufacturer narrative:
This report is being submitted to supplement 0002023141- 2018- 2018. The following sections are being reported. One zimmer healing collar was returned for inspection. Visual inspection revealed signs of wear consistent with use, and the threads on the shank are noted to be compressed and damaged at the engaging surface. Functional testing noted that the device no longer seats with a mating in house implant due to this damage. The reported event of a healing abutment that would not seat could be recreated, as the device would not assemble with a mating implant and could have caused or contributed to the event. Confirmed. A device history review and complaint history review could not be performed as the lot number of the reported device is unknown. The complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Based on inspection of the returned collar, the reported device likely left the zimmer biomet manufacturing site conforming and within specifications. A definitive root cause could not be determined. Probable causes of the reported event are that the customer used the inappropriate hex driver or force resulting in the healing collar hex becoming damaged such that it cannot be removed from the implant or the customer selected and used the incorrect healing collar.

Event description:
It was reported that the healing abutment (hc455) was placed at the time of implant placement, was removed when taking an impression for a crown and when it was attempted to be replaced it would not seat. A different healing abutment was placed at the same time. The implant remains intact. There was no injury or impact to the patient.